Event description:
The customer has reported having vacuum issues during the breast biopsy. The customer reported completing the breast biopsy. There were no pt consequence reported.

Manufacturer narrative:
H3: evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to not have vacuum issues that are a reportable finding. The device was serviced and upgraded, functionally tested, met all product requirements and returned to the customer.